Event description:
Note: the date of the event is unknown. On june 02, 2008, boston scientific corporation was informed that a resolution clip device was used in an esophagogastroduodenoscopy (egd) procedure. According to the complainant, "the clip broke during the procedure." No patient complications were reported as a result of this issue. No further information was ascertainable from the complainant.

Manufacturer narrative:
The suspect device has been received, but an evaluation has not been completed; therefore, the cause of the reported malfunction has not been determined. The may 2008 15-month hemostatic clipping prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.